Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Physio-control evaluated the customer's device and verified the unexpected shutdown event was logged in the device's memory. The sbc assembly will be replaced to resolve the reported issue. After observing proper device operation through functional and performance testing, the device will be returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device unexpectedly shut down when charging up to deliver shock. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
The customer provided physio-control with additional information on the patient. Section a has been updated to include this information. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted physio-control to report that their device unexpectedly shut down when charging up to deliver shock. This issue is patient related; however there was no adverse event reported.

Event description:
The customer contacted physio-control to report that their device unexpectedly shut down when charging up to deliver shock. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker determined that the likely root cause is a loose connection to the battery pins.